Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons not working and had a no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump was fried during medical resonance index. The insulin pump will not be returned for analysis.